Manufacturer narrative:
Zipcode: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported implant rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the posterior side assessed as a an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness was within specification). Additional observations: no other observation observed.